Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/09/2014 with the following findings: visual inspection revealed that the battery compartment was cracked from the threads to the case seal. Also, evidence of corrosion was observed inside of the battery compartment. The pump case was removed, and evidence of moisture ingress was observed on internal components. The reported event was duplicated. Unrelated to the reported event, the display screen was dim and discolored. The suspect display screen was replaced with a test display screen; the pump display functioned properly with the test display installed, which confirmed that the display issue was not caused by the moisture ingress event.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was cracked and there was moisture ingress in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.